Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to hospital due to high blood glucose level. Customer's blood glucose level was over 600 mg/dl. Customer stated that the reservoir get loose over time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).